Event description:
Though the pt didn't feel any pain, was worried about strange sounds heard around the affected part which was performed on tka. The pt went to hospital in 2003 and the doctor confirmed that the bearing was broken.